Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the 5 cm and 6 cm depth markers on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, nurse attempted to access PICC. PICC inserted to brachial vein, trimmed to 41cm, exit marking 3cm. Used for cetuximab-cytotoxic medication. When flushing PICC it was noted to be leaking at the site. PICC removed and fracture noted. No harm to patient. No pain, edema or tissue injury noted. Leaking at the insertion site on flushing was the only indicator of a PICC fracture. A new device (PICC) was required. Fracture was internal- 6cm. Securement device was at 3cm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.